Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in original packaging and fiber knob was detached. Visual and functional check noted that the fiber connector was broken and detached at the distal end of the strain relief. The fiber broken end exhibits signs of melting and tears within the blue jacket. The distal tip end exhibits no signs of usage. No other issues with the device were noted. The reported event was confirmed. The fiber break was observed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause not established. This complaint investigation conclusion code is utilized for when the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on january 22, 2020 that a lighttrail tractip laser fiber was used in a retrograde intrarenal surgery (rirs) procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, upon pressing down the foot pedal there was an unusual noise and the laser fiber did not work. The laser fiber came loose from its connector. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of the laser fiber was broken with evidence of misfire.